Event description:
Complainant alleged that during biomedical testing, device displayed a "status 91" message. Complainant indicated there was no pt involvement in the reported malfunction. The complainant also indicated the facility's biomedical department will be performing the repairs on the device.